Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. There is a partially detached suture capture. The shaft is slightly bent upwards. Product was out of the original packaging. No packaging returned. A functional evaluation revealed the needle will deploy when trigger is initiated. During testing there was no observed issues with passing sutures. The trigger was not consistent. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue for suture capture partially detached. A complaint history review concluded this was an isolated event for material deformation complaints. A complaint history review concluded this was an isolated event for could not pass complaints. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during mmprt meniscus repair procedure, the ultra tape of the firstpass mini, could not be passed sometimes. It is unknown if there was a delay or if a backup device was available and how the issue was resolved. No patient injury or other complications were reported. Results of investigation have concluded that this device suture capture partially detached which makes it a reportable event.